Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2015 with the following findings: a review of the black box revealed an error, alarm, warning code ¿162 loss of prime¿ warning with low non-zero force. The returned battery cap was used during investigation. During evaluation, a 24 hour duration test was successfully performed on the pump with no loss of prime warnings duplicated. The force sensor calibration was found to be within specification. The pump case was removed; the force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces. Unrelated to the complaint, the battery compartment was found to be cracked along the side of the threads.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging multiple loss of prime issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.